Manufacturer narrative:
A software analysis was initiated. Analysis determined that this issue is consistent with a known software anomaly. The issue is tracked in an internal anomaly database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The ssd was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The ssd was tested and booted to the grub menu, when the countdown timer expired, it would then proceed to the log in screen. A software issue was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the manufacturer representative was getting the grub menu blinking cursor in the top left. They went through kd article for "I" and "f" steps to fix the issue, but it did not resolve. No patient was present at the time of the event.